Event description:
The physician performed a bilateral stent placement procedure (polymer stent removal first). Confirmed prior to placement that the patient had extrinsic compression as opposed to intrinsic. The procedure went well with no complications. The physician reported that for two days the creatine level had dropped. After the weekend creatine went back up. The patient had hydronephrosis. The physician kept the stents in and placed nephrostomy tubes. The creatine level dropped and hydronephrosis dissipated. The stents stayed in the patient and the physician will be continuing observation until the stents need to be removed. The patient is doing well at the time of this report.

Manufacturer narrative:
Two rms stents placed in this patient during the same procedure. Additional report submitted under report ref# 3001845648-2014-00135. The device involved in this complaint was not returned to cook ireland for evaluation. With the information provided a document based investigation was carried out. The patient had a pre existing medical condition - medistatic rectal cancer. The stents stayed in the patient and the physician will be continuing observation until the stents will need to be removed. The patient is doing well at the time of the report. As per information provided, the creatine level dropped and hydronephrosis dissipated. The complaint was confirmed based on the customer testimony. A possible cause of this complaint may be attributed to patient anatomy. Resonance stent devices are used for temporary stenting of the ureter in adult patients with extrinsic ureteral obstruction. These devices are intended for one-time use. As per instructions for use, potential adverse events associated with indwelling ureteral stents include diminished urine drainage and hydronephrosis. A warning on the instructions for use advises the following: "patients should be checked at regular intervals utilizing techniques such as abdominal x-ray (kub film). Use of this device should be based upon consideration of risk-benefit factors as they apply to your patient. Informed consent should be obtained to maximize patient compliance with follow-up procedures". A final warning indicates that: "individual variations of interaction between stents and the urinary system are unpredictable". There were no rms-060024-r devices of lot # c962770 in stock at the time of the complaint investigation. Prior to distribution all resonance stent devices are subject to visual inspections to ensure device integrity. A review of the manufacturing records for lot number c962770 did not reveal any discrepancy related to the complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.